Manufacturer narrative:
The exact event date is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to his implant quit inflating. A hole in the left cylinder was found at time of revision. All components were removed and replaced. The patient had a good outcome following the procedure.